Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed that the patient has an esophagitis. Lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. The customer was able to retrieve the capsule that did not attach and a new capsule was placed. However, when the patient information was uploaded after the monitor was returned, the second capsule did appear to release after 24 hours and there was adequate information, so there was no need to perform the procedure again.

Manufacturer narrative:
Additional info; evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.